Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n npi729048h) found there was abnormal function of an integrated circuit on the hybrid circuit board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) states he is with the patient (pt) today and medtronic crhf representative. The caller states the pt had a cardioversion procedure today and now they cannot interrogate the ins with tablet, the pt does not have their externals present at the cardioversion facility. Rep states that he was called out to program the ins with the cardioversion recommendations which he did prior to the procedure, rep notes he also reviewed the considerations laid out in the ifp (lowest clinically appropriate energy output, etc). Rep states that the pt typically used group a for their dbs therapy and the pt was set up with a group c for cardioversion. Rep states post-procedure he attempted to interrogate the ins and saw a message 'there are no active programs, do you wish to switch to another program' and when he attempted to do so he lost connection. The caller attempted to connect to ins via tablet multiple times with no success and caller noted seeing the communication bar go from 0 to 70% but would not complete the connection. The caller attempted to 'reset neurostimulators' via the tablet application but noted getting 'kicked out' of the process when attempting it, his communicator light would go from green to orange. No symptoms were reported. The issue was not resolved.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient later tried to connect to their device using the handset without success. The patient was scheduled for neurostimulator replacement on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer¿s representative (rep). Reported, the implant was in the right chest and the cardiac pacemaker was in the left chest. During the procedure, stimulation was on with recommended cardioversion settings. It was noted, the patient had a previous cardioversion in (B)(6) of 2023, at the same hospital with the same implant, same settings and no issues. The implant was replaced on (B)(6).

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.